Event description:
It was reported that the patient presented for an implant procedure. During procedure, the right ventricular lead exhibited noise through the pacing system analyzer. Troubleshooting was unsuccessful. The physician replaced the lead during procedure. The patient was in stable condition.

Manufacturer narrative:
The lead was returned for the reported event of noise. A complete lead was returned in one piece with blood clogged in the retracted helix. Visual and x-ray examination found no anomalies. Electrical testing found no conductor fractures or internal shorts. The reported event was not confirmed.